Event description:
Baxter technical service called product surveillance to report a facility requesting assistance in downloading a colleague triple channel pump event history in order investigate a possible over infusion. Per the facility representative, the nurse prepared a 250 ml piggyback infusion of 40-meq potassium chloride (kci) solution on channel b. After a little over an hour, the nurse checked the pump, which stated that 73.1 ml had been successfully infused, but the kci solution bag was found empty. When the nurse observed that the piggyback solution bag (kci) was empty, she stopped the infusion and moved the same disposable sets to a different colleague triple channel pump. Infusion therapy was re-started using the same primary set; however, the piggyback therapy was not re-started. The secondary set remained connected to the primary infusion of saline solution (channel b) through the completion of therapy. There was no further incident with the primary set in use. The facility representative also stated that propofol was being infused on channel c while the complaint sets were being administered through channel b. This problem was identified during pt use. The facility representative confirmed that the pt is stable. There was no pt injury or medical intervention associated with this report. The facility representative stated that they suspect backflow rather than an over infusion after confirming that the pt is stable with no harm.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.